Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, it was unable to obtain readings. The sensor led would illuminate, but the device continuously reported the sensor as off patient and several pulse rate led digits do not illuminate. It was verified that the ui board led driver duty voltages were out of specification due to a failed d16 component. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other), corrected data.

Event description:
It was reported that the rad-8 display have several segments at the numeric part missing. No known impact or consequence to patient.

Manufacturer narrative:
Date received by manufacturer: "11/02/2016" should be "10/12/2016".